Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that their urologist told patient to reach out. The reason for call was the patient stated having the implant for overactive bladder. Since then the patient was having a lot of other diagnoses with other pelvic issue. Patient has had issues with the pelvic floor their entire life. Patient states they were having difficulty emptying the bladder. Agent asked event date but patient did not really know. After implant patient was diagnosed with ehlers danlos syndrome which is a genetic connective tissue disease that affects the pelvic floor. Patient states symptoms have been changing, and stated they had been having chronic uti's before implant and thinks it was because of urinary retention but after the implant, they had not had any more utis like it was helping the bladder empty fully. Patient stated their incontinence was better after implant but now they had pelvic organ prolapse. Patient had a urodynamic study done recently and it showed bladder hypotonicity. Patient was holding up to 1000 ml and other test at 250. Patient was also having difficulty with bowel movements and having constipation. When patient does have a bowel movement it was always very urgent and felt like they were on the verge of incontinence. Patient has had the same setting since implant. Agent reviewed option of increasing stim to see if that helps and if not. Patient has also been having issues with when they have to do physical therapy for their hips. Sometimes when the patient was laying down on something they can feel the stimulator buzzing if pressure gets put on it. Patient last saw healthcare provider (hcp) less than a year after implant because patient lost some weight and it was protruding a bit. Agent reviewed patient can try increasing stim to see if that helps and if not the patients doctor had retired. They had other doctors but were not sure they know about the interstim. Agent reviewed their hcp can consider getting in touch with a manufacturing representative. Agent emailed physician listings to patient.